Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during functional testing prior to surgery, the cuff would not hold pressure. The ats hose and o-ring were checked to verify there was no leakage in the ats unit that would have attributed to the cuffs not holding pressure. The reported issue was observed during functional testing and there was no patient involvement. The hospital facility had alternate cuffs available to complete the planned procedure.